Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise on the rate/sense channel. Attempts to recreate the noise in clinic were unsuccessful. The noise did not result in any inappropriate therapy or asystole. An invasive procedure was performed. This lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed the rate/sense portion of the lead had insulation damage through to the rs+ coil, confirming the clinical observation of noise. The damage was located 6 to 7 centimeters (cm) from the terminal pin, likely due to lead-on-can contact.